Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank after taking a bath with insulin pump. Battery change did not resolve issue. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. No moisture damage was found on the motor and force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.